Event description:
We have been informed that during central vitreous removal, the surgeon paused momentarily to use endo-diathermy. At that point, an advisory message "dia103" appeared, and cauterization was no longer possible. More critically, following the appearance of the advisory, the system did not allow transition to any other surgical step. The surgeon continued by removing what was possible while remaining in central vitrectomy mode, but ultimately had to request an alternative system to complete the required procedures. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint logfiles, a video and a picture were provided for review. Review of the logfiles and the picture confirmed the occurrence of the reported dia103 error message. A dia103 error does not prevent a surgical step change; however, step changes are blocked if the footswitch is pressed down or moved sideways. According to the log data, no step change was initiated via the footswitch, and while it is not visible in the logs whether a step was attempted via the monitor, such an attempt would have been blocked if the pedal was activated. Log data analysis showed that the dia103 occurred at 16:00:51 and that since then, the pedal was pressed horizontally and vertically for one minute. During that time, a step change was not possible. Therefore, it is concluded that the step change was not blocked by the dia103 error itself, but rather due to footswitch activation at that time. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. Based on the available data and investigation results, it was concluded that the most likely cause of the reported complaint is human error. No corrective or preventive actions will be implemented as a result of this incident. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pd-defect-*). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during central vitreous removal, the surgeon paused momentarily to use endo-diathermy. At that point, an advisory message "dia103" appeared, and cauterization was no longer possible. More critically, following the appearance of the advisory, the system did not allow transition to any other surgical step. The surgeon continued by removing what was possible while remaining in central vitrectomy mode, but ultimately had to request an alternative system to complete the required procedures. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.